Manufacturer narrative:
The instrument was not returned to the MFR, hence the event report cannot be ascertained from the info provided. This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the surgeon used a ¿lunar lander to remove the head¿, whereupon the ¿stem came out as well.¿ though the reporter is not certain if the instrument that was used was a zimmer winterthur instrument. No surgery dates were reported.